Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 36 mg/dl. The customer¿s current blood glucose was 211 mg/dl. The customer has treated with food. The customer stated that he went real low, and the different was like 100, and sensor was reading 136 mg/dl. Later on sensor was reading 130 mg/dl and 114 mg/dl something. The customer stated that insulin delivery was not suspended due to sensor glucose values. The products were not returned for analysis.